Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error in the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/29/2025, a sales representative reported via email that two ar-3680 fibertak button implant systems had pulled out of the bone during the conversion of shuttling sutures following tendon whipstitching. Both anchors were inserted according to the technique guide, using the drill pin and drill guide provided in the kit, but failed during the same procedural step at distinct anatomical locations along the bicipital groove. To complete the case, an ar-2290 proximal tenodesis implant system was successfully implanted without difficulty. Additional anesthesia was administered to the patient due to the issue. No adverse effects were reported. The failure was identified during a procedure performed on (B)(6) 2025. Additional information was received on 08/05/2025: this occurred during a proximal biceps tenodesis procedure on (B)(6) 2025. The two failed ar-3680 fibertak button implant systems were removed from the patient. The surgery was delayed 15 minutes, and approximately 15 minutes of extra anesthesia was administered to the patient.